Manufacturer narrative:
Our technical remote tried remote accessing the customer unit to determine what was the issue through vpn. However, they could not login, so they emailed the customer network and security team to request access to their vpn. We contacted the customer again, and we were not able to vpn into their system, but we had the customer power down the netkonnect and reboot the system and the remote network stations (rns or remote monitoring system) was back up and running.

Event description:
The customer reported that the remote network stations (rns or remote monitoring system) show communication loss.